Manufacturer narrative:
The beckman field service engineer (fse) evaluated the system and confirmed the reagent probe a wash collar was defective. Fse replaced the wash collar waste valve and that resolved all issues. Instrument resumed operation. (B)(4).

Event description:
During initial call, the customer reported an unknown source of leak under the hydro that covered the floor about 2 feet in diameter. The unicel dxc 800 pro system was not in use at the time of the leak. The customer was instructed to shut down and home the system. The customer was advised to monitor the system and call back within an hour. On follow-up call, the customer stated the system generated a cuvette dry error and leaked from reagent probe a while running cartridge chemistries calibration and controls. The leak was not contained to the instrument. The customer identified leak was from reagent probe a. The operator wore gloves while troubleshooting. No one was in contact with the leak. No one needed medical attention. No erroneous results were generated.